Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen looks like it went out on the insulin pump. Customer stated that the pump is still beeping but when she touches the buttons, a block appears and fades out. Customer's blood glucose was 90 mg/dl at the time of the incident. Customer stated that she may have gotten water on the pump when she was in the shower. Customer was advised that a replacement battery cap will be shipped. Customer was advised to insert a new battery as soon as possible and to revert to a back-up plan if the display does not return. Customer was unsure if the pump was wet or not. Customer confirmed that she was not wearing the pump while taking a shower. Customer did not have a replacement battery and was advised to use the new battery cap with a new battery when it arrives.